Event description:
A (B) (6) male admitted with diagnosis of parotid tumor to undergo sialoadenectomy. During surgical procedure, a medtronic nim 3.0 was used. Device was working fine when it suddenly froze, screen froze, there was no stimulus, not picking up a signal. The rep had just left, device was shut down and rebooted without success. Manufacture rep, (B) (4) was called, advised to call customer support and speak to (B) (4). Unit was shipped to manufacture and shipped back with "no fault found".